Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012368130 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The insertion of the dilator into the sheath was performed. Unable to lock the dilator luer to contour sheath. Further inspection under microscope identified a dilator luer damage, which may cause the dilator to have difficulties locking with the sheath. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port and the dilator locking mechanism damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the sheath would not cross the septum. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.